Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. It is important to note that a false alarm can be triggered during operation in very high vibration environments when the device is not mounted correctly. If this could be the cause, per the ventilator operators guide it is recommended that the user restart the ventilator and continue operation if no alarms are triggered. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure -1051" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.